Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits very mild detritus adhesion on metal cap; the glass cap exhibits very mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, forward firing was observed at 67,976 joules. The physician indicated that the fiber may have been in direct contact with the posterior section of the prostate (fibrous gland) too long causing the fiber to over heat and forward fire. The procedure was completed using a second fiber. Patient outcome: "no adverse outcome for patient."

Manufacturer narrative:
(B)(4).